Manufacturer narrative:
Investigation of the returned pod found no damages or manufacturing deficiencies that would result in communication issues between the pod and the continuous glucose monitor (cgm). Inspection of the patient history buffer (phb) data downloaded from the pod did not find any evidence of pod and cgm communication issues. The patient history buffer (phb) data showed that the automated glucose control algorithm appropriately adapted to changes in estimated glucose values and user inputs. The exact cause of this pod & cgm communication issue could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that the pod was unable to connect with the freestyle libre sensor. While wearing the pod for between 49 to 71 hours, the patient's blood glucose levels rose to over 23 mmol/l (414 mg/dl). After contacting the hospital, the patient was advised to visit the emergency room, where they were diagnosed with diabetic ketoacidosis (dka). At the hospital, the patient received an infusion of water and salt, along with the anti-nausea medication metoclopramide, prescribed at a dose of three times daily as needed for nausea. The hospital stay lasted approximately three hours. The patient has contacted abbott.